Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70 serial/lot #: (B)(4) / a07882, description: scs 70cm iii lead.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and did well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.